Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by attempting to move the main arm to home position. Fse verified there was no blockage or damage to the main arm. Using the in service software (sw), fse was able to move the main arm to home, but would not run in operator sw. Fse performed a "version up" and main arm homed properly, but while attempting a quality control run, error "2252 unable to detect sample loader x1-step feed rack movement" occurred. Fse removed the racks, cleaned x1 and x2 sensors but got same fail after 2 rack runs. Fse performed x1 axis alignment for sample loader and successfully performed an alignment test and rack rotation without any errors. The fse successfully validated analyzer by performing quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: [4211] main arm y-axis home detection failure. Cause : the home sensor failed to activate after the main arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution : contact tosoh service center or local representatives. [2252] unable to detect sample loader x1-step feed rack movement cause : the rack transfer detection sensor did not return to the off condition despite step feed (x1). Solution : check the sample rack path for obstacles. If this error occurs frequently, contact tosoh service center or local representatives. The most probable cause of the reported event is due to parameter corruption (y axis movement problem) and misaligned x1 axis for the sample loader.

Event description:
A customer reported getting error message "4211 main arm y-axis home detection failure" on the aia-2000 analyzer. The customer confirmed there was no visible obstruction or jams. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh) and luteinizing hormone (lhii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.